Event description:
The hexagon ends of these screwdrivers were twisted during the surgical procedure. No adverse consequences or surgical delays were reported.

Manufacturer narrative:
Summary of eval: eval results suggest that this event was attributed to instrument overload. Corrective action has been implemented.